Event description:
A female pt called lifecor customer support to report that one of her battery packs is completely dead. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. One battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.